Event description:
On 03/28/2024, it was reported by a sales representative via email that (2) ar-2424phs peek, 2.4 mm knotless hip suturetak broke during implantation. Anchors were placed through a dala portal using a straight guide from ar-2424dhs knotless hip suturetak disposables kit and the drill from an ar-2424df-19 1.9 mm flexible fluted drill for 2.4 mm knotless hip suturetak. The drill was chucked up 3mm shy of the black laser line to give further buffer room to clear bone and not have the anchor bottom out prematurely from residual left behind bone. The drill was cycled seven times. The anchor was implanted per technique with firm hand pressure to start then light mallets to the inserter. However, the anchors broke. All parts of the implants were retrieved, and no harm was caused to the patient. The labral repair was completed by implanting an ar-3636h self bunching 1.8 knotless hip fibertak in a new hole spaced responsibly away from the previously drill hole. This was discovered during a hip arthroscopy labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the anchor of an ar-2424phs peek, 2.4 mm knotless hip suturetak was damaged. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive force during insertion, misaligned insertion and/or prying/leveraging the device during insertion.